Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient received an inappropriate shock from their device and right ventricular lead during sex. It was indicated that both the patient and their partner felt the shock, heard a deafening sound and both still report having hearing loss since the shock. The partner also reports that their chest continues to hurt. It was further reported that there was high pacing impedance on the rv (right ventricular) lead. The lead was capped and replaced, and the device was also replaced at the same time. No further patient complications have been reported due to this event.

Event description:
It was reported that the patient received an inappropriate shock from their device and right ventricular lead during sex. It was indicated that both the patient and their partner felt the shock, heard a deafening sound and both still report having hearing loss since the shock. The partner also reports that their chest continues to hurt. The device and lead remain in use. No further patient complications have been reported due to this event.